Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an alert for possible output circuit damage was observed. Patient received several shocks. During the ICD explant, insulation on the rv lead was observed.